Event description:
Customer visited the ER due to high blood glucose leveles. Customer was treated by md and released. No further details given at the time of call. Customer did not want to troubleshoot during call. A tubing clamp was sent to customer and she was advised to call back for troubleshootting.